Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that while connecting/attached to patient - patient moved the respiratory mask, screen went black, high-pressure alarm and device restarted normally afterward. Customer did not see the high-pressure alarm or any error messages or any restart in the significant event log. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed ran the device on a test lung in normal ventilation for a week after incident. The device operated normally with no alarms. The customer performed an annual preventive maintenance on the device and the device passed all testing. Customer is sending the vent to the canada bench for evaluation and repair.

Manufacturer narrative:
The customer sent the device to canada bench repair for evaluation and repair. The field service engineer (fse) reviewed the event log and did not discover anything unusual with the device. The fse confirmed that the "vent inoperative 1009 pressure regulation high" error code was a one-time occurrence and therefore could not be duplicated. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.